Event description:
It was reported that the customer could not go beyond the fill screen on the insulin pump. The customer's blood glucose was unknown. The customer stated that, while at the fill tubing stage, she received the compromised force sensor system alarm. Troubleshooting was done. The customer did not recall anything out of the ordinary happening to the insulin pump. The customer stated that the insulin pump was not bumped or dropped. The customer confirmed that the drive support was sticking out. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Compromised force sensor system alarm was not performed due to motor error alarms. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.